Event description:
The customer reported the camera head is unable to display image. The event occurred during inspection before sterilization and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed during investigation - however, a further cause could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information and corrections to h6, device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found the cable had an abnormal appearance. However, this defect is not considered severe enough to cause a potential adverse event. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.